Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. The customer was sitting down and waiting for his sensor to finished warming up at that time blood glucose was dropped down and they had send out to rescue squad. The insulin pump will not be returned for analysis.